Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15nov2018. Philips field service engineer (fse) confirmed the reported issue and replaced with power cord from customer stock to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reported display is not working. No patient/user harm reported. The event date was not specified; estimate used.